Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several malfunction. Customer's blood glucose value was unknown. Customer stated that last couple times they changed batteries in insulin pump and receive pump error alarm and they had to reset the time and date when changing out the batteries. Customer stated that insulin pump receive the motor error alarm when changing out reservoir also sometimes they had to push act button multiple times for it to respond. Customer also stated that top right of screen of insulin pump there was crack. The device will not be return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test, rewind, self test, a21 error test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected a21 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.